Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported issue. The illuminator was installed into the test system and it failed to power on with an error 48238. Visual inspection found a bad fuse and the fans were dirty. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the illuminator stopped working after white balance. The fans of the illuminator were not working. A power cycle was performed but the issue was not resolved. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the issue was identified prior to starting post anesthesia and port placement. The procedure was completed with a laparoscopic illuminator and no patient harm. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use.